Manufacturer narrative:
Dated corrected from (B)(6) 2017.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 40 mg/dl and juice was consumed to address the bg level. The customer did not know the cause of the low bg. As the event had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the high bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed in the pump logs by cgm. Cartridge change was completed on (B)(6) 2017. User made bolus request without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.